Event description:
It was reported during a routine check, the cardiosave intra-aortic balloon pump (iabp) had an auto-fill failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4,g3,g6,h2,h6,h10,h11. Corrected fields - h6(type of investigation - remove 3331 code).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer evaluated the unit andin order to fix the issue fse replaced pressure tube assembly and functional tests are performed. All other parts replaced as part of pm. Equipment suitable for clinical use.